Event description:
It was reported that the device failed to complete the boot-up cycle. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The customer has advised physio-control that they have removed the device from service. Physio-control will not be evaluating the device and a conclusive cause of the reported problem cannot be determined.